Manufacturer narrative:
**Update:(B)(4) 2013 - litigation papers received. Litigation alleges that the cup eventually detached, disconnected, created metallic debris, and/or loosening from the acetabulum causing popping sensations and difficulty ambulating. An acetabular cup is now being reported to address these issues. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain. Interoperative findings of metallosis was also reported.

Manufacturer narrative:
Update: the devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code ds1hs1000. A search of the complaint database finds additional reported incidents against lot codes 2987061 and 2977686 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.